Event description:
It was reported that touchscreen became unresponsive and user was stuck on message stating that sensor had started after beginning use of new g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset under guidance, and issue was resolved with no further actions reported.